Event description:
It was reported that the e360 ventilator screen was not working. No patient involvement was reported. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location. The service provider (sp) cleaned the ventilator and successfully passed all tests. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.